Manufacturer narrative:
Eval: results: - the complaint was confirmed. As received the ipg was not functional. The ipg can was cut open. A leaky battery was observed. The battery weld was cracked on the marked side. Battery electrolyte had leaked from the weld end of the battery. No functional testing of the ipg was performed. Insp of the kapton tape revealed it was contaminated with battery electrolyte; however, no signs of being compromised were observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg was unable to charge. Communication could not be established with a replacement charger or programmer. The physician replaced the ipg on (B)(6) 2011. It was reported stimulation was captured postoperative.